Event description:
The patient underwent an interventional coronary procedure to address chronic limb ischemia and a prior left femoral endarterectomy. No anticoagulation was administered during the procedure. A vascade 5f device was used for vascular closure, and final hemostasis was successfully achieved. No device malfunctions or patient complications were noted during the initial procedure. Following the procedure, the patient developed a thrombus and was subsequently taken to the operating room for surgical intervention. The patient has since made a full recovery.

Manufacturer narrative:
The vascade 5fr will not be returned to (B)(4) as it was discarded by the user facility and no lot number was provided. As a result, the device's manufacturing records cannot be reviewed. The exact cause of the reported event cannot be determined. The vascular closure system (vascade vcs) instructions for use for models 700-500dx and 700-580i 5f and 6/7f states that thrombus is a complication that may occur and may be related to the procedure or the vascular closure.